Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that telemetry on all floors on local mode. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated that the server was on another location and it was checking as some switches were flashing orange. A philips technical consultant (tc) was dispatched for onsite service. The tc identified that the switches were in the middle of a reboot on the philips supplied network. It is unknown what triggered the reboot. This is considered a product malfunction; the cause was not determined. The switches completed the reboot to resolve the issue.